Manufacturer narrative:
(B)(4).

Event description:
According to the report, during a laproscopic sigmoid procedure, the device was fired and cut, but the staples did not form. There was "green" in the firing window. The safety was hard to unleash and the surgeon could not confirm if the orange band was covered by the base of the anvil. The last known patient status is okay. Surgical time was delayed by more than 30 minutes and additional tissue resection was required for a second device firing to correct the anastomosis. No other adverse events reported.